Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (device manufacturer date), and h6 (type of investigation, investigation findings, and investigation conclusions).

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation, in this case, were most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with a valve model 7300tfx27 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 5 years and 10 months due to degeneration leading to severe stenosis, moderate-severe regurgitation and thickened and restricted leaflets. The patient presented with short of breath and moderate pulmonary hypertension before the procedure. A 29mm sapien 3 ultra valve was successfully implanted using the trans-venous femoral access and trans-septal puncture. The patient's outcome was noted as discharged.